Manufacturer narrative:
Date of reported event is unknown.

Event description:
Information was received regarding a cadd solis vip pump. It was reported that the pump failed accuracy by -10.15 percent. The event occurred while testing. No further information was provided.

Manufacturer narrative:
Other, other text: one cadd solis vip pump was returned for analysis. Accuracy testing was performed. The customer's concern regarding failed accuracy was unable to be confirmed. Delivery accuracy testing found the pumps average delivery error to be within the published specification of plus or minus 6 percent.